Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm occurred after performed the self test. Customer¿s blood glucose level was 118 mg/dl. Customer also reported that the insulin pump had received software error detected alarm as well as the motor arm cannot communicate with the main arm alarm. Customer stated that the screen was blank. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.